Event description:
Needles used for vaccines reported to have leaked. Was reported to me that they were fully screwed on to the vaccine syringe and this occurred twice in one day with different nurses administering the injections.